Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.125 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was initially reported out of the laboratory, however a corrected report (< 0.012 ng/ml) was issued upon repeat analysis. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. An ocd field engineer made adjustments to the well wash, signal reagent, and reagent metering subsystems. Following these actions, acceptable vitros trop I es performance has been observed. The sample in question was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing or an instrument related event cannot be ruled out as contributing factors. The root cause of this event is unknown.